Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pas system had multiple errors and was unable to launch application. A field service engineer arrived on site and found the station unable to function due to data fragmentation within the database. The system image was switched from version 1.6.1 to 1.11 successfully, with no errors found in the application. The backup battery was also replaced on site. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple pas errors occurred, and the application could not be launched. The customer attempted to shut down the device multiple times; however, the application remained unable to launch and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.